Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a low battery alarm. Customer stated that after changing the batteries two times the insulin pump did not work. The third battery change made the insulin pump turn on. Customer's blood glucose reading at the time of the call was 101 mg/dl. No further information reported.